Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The lead performance data collected from the device memory was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert was triggered. Also, the pacing capture threshold in the rv (right ventricle) was elevated, and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead was found to have the superior vena cava (svc) high voltage coil impedance out of range. The rv lead had noise with short v-v intervals and non-sustained ventricular tachycardia (nsvt). The rv lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.